Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was found that the patient's right atrial lead was exhibiting noise over-sensing. Inappropriate mode switch was also noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of right atrial lead noise was confirmed. As received, a complete lead was returned in two pieces. Final analysis found an external abrasion at 6.5 cm to 7.7 cm from the connector pin, breaching the outer insulation and exposing the outer coil due to friction with the device. No shorts were found on both portions of the lead.